Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery life was too short. An alert had reportedly occurred and the patient had experienced chest tightness and fatigue. The device was reprogrammed and remains in use with a short remaining longevity; however, the physician recommended device replacement. No further patient complications have been reported as a result of this event.